Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007: the patient was presented with decompression, stabilization and revision for infection and a ostial diskitis. He underwent: a revision l3, l4, l5, hemilaminectomey, laminectomy , foraminectomy right l3-l4 l4-l5 left l4-l5, foraminotomy, inferior facetectomy l3-l4 on the left, arthrodesis posterolateral technique l3,l4,l5, arthrodesis, placement of bone morphogenic protein in a disk replacement cage l4 ¿l5 . Bone allograft segmental instrumentation l3, l4, l5, placement of disk replacement cage l4-l5 through a tlif technique. As per op notes¿... Bone morphogenic protein was placed into the disk space and then a cage was packed with bone morphogenic protein and placed anteriorly in the disc space. Additional bone autograft taken from the laminectomy was placed posterior and lateral on the right to the cage graft. The bmp to the left of anterior with the capsule now placed anteriorly in the disc space ¿¿

Event description:
It was reported that on (B)(6) 2007 the patient underwent a l3-l5 tlif posterior spinal fusion using rhbmp-2/acs and an interbody cage. It was reported that on (B)(6) 2008 the patient underwent a l2-l3 posterior spinal fusion with post lumbar interbody fusion technique using rhbmp-2/acs. Reportedly, imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. Reportedly, the patient now has severe injuries and damages, including but not limited to chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.